Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap cecectomy second resection of margin, the device did not fire. Another reload was used to resolve the issue. No patient adverse events reported. No reinforcement material was used. Current patient status is alive with no injury.